Manufacturer narrative:
It was reported that the lead was discarded. As a result, the lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was suspected to have fractured. A revision procedure was performed. The lead was explanted and another manufacturer's ra lead was successfully placed. No adverse patient effects were reported.